Manufacturer narrative:
Additional information was received on 10/25/2024 and h11 is updated as: the manufacturer received a voluntary medwatch (mw5152171) in which the patient alleges severe sinus irritation that would persist during night of sleep. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer received a voluntary medwatch (mw5152171) in which the patient alleges severe sinus irritation that would persist during night of sleep. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Correction to the following information: box b: adverse event or product problem: adverse event/product problem: adverse event outcomes attributed to ae: other.

Event description:
The manufacturer received a voluntary medwatch (mw5152171) in which the patient alleges severe sinus irritation that would persist during night of sleep. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Corrected information: box b: adverse event or product problem. Describe event or problem: the manufacturer received a voluntary medwatch (mw5152171) in which the patient alleges severe sinus irritation that would persist during night of sleep. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Box h: device manufacturers (device) problem code grid (1): required - adverse event without identified device or use problem - not applicable - not applicable - (B)(4).